Manufacturer narrative:
(B)(4). The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. Return device analysis noted the suture was returned with the knot tight and loop formed, indicating a failure to deploy. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using two proglide devices via an 8fr sheath after an interventional procedure to treat a chronic total occlusion. Reportedly, cuff misses "failed to grab sutures", occurred with two proglide devices. An angioseal device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided. Subsequently, a third proglide device was also returned. Return device analysis revealed that the suture was returned still in the suture bearing. A device in this condition would not have been able to achieve hemostasis. The site reporter was contacted but indicated that no one at the site could recall what happened with this proglide device.